Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/30/2024, the patient developed a skin reaction with infection, rash and inflammation under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a health care provider who prescribed an oral antibiotic medication (cephalexin unspecified dosage) for the infection. No additional patient or event information is available.